Event description:
The physician attempted to close the arteriotomy after a diagnostic left heart catheterization in the superficial femoral artery below the bifurcation with the closer tsl 6fr device. The device was deployed, and sutures successfully captured. The knot was lowered and good hemostasis was achieved. The pt began to complain of pain in the leg. Distal pulses were diminished. An occlusion in the groin was suggested by doppler. A cutdown through the surrounding tissue to the artery was done and the stitch from the device was removed. The walls of the artery had been sutured so they were occluding blood flow. Improved pulses to the foot were noted, and compression used to achieve hemostasis again. The pt recovered without incident and was discharged home the following day. In speaking to the perclose clinical representative after the event, the physician indicated that dr may have over-inserted the device, and when moving it more proximal it was possible that md scraped some intima loose and caught that instead of the complete vessel wall.